Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reports taking glucose after obtaining a result of 59 mg/dl on the aviva system. Approximately 45 minutes later customer received the following results on the aviva system within 10 minutes: 204 mg/dl, 130 mg/dl, 112 mg/dl, 169 mg/dl, and 77 mg/dl. Customer reported low blood glucose symptoms with these results. No treatment required. No actions taken based on device results. Requested return of suspect device.